Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis and blood glucose level of 386 mg/dl. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2023 with no permanent damage. Reportedly, an unspecified malfunction alarm occurred. Reportedly, the customer declined troubleshooting with tandem technical support.